Event description:
It was reported that the patient had lost 75lbs. Within the past year. It was noted that the implantable neurostimulator (ins) had been moving around and was protruding out since 6 months ago. It was stated that the patient felt like there was ¿a fire probe at [the patient¿s] knees and it goes up [the patient¿s] back.¿ it was noted that the ¿probe-like¿ sensation had been occurring for the past 4 months. It was noted that the sensation had started very suddenly. It was noted that the patient¿s pain wasn¿t as bad when the stimulation was turned off. It was stated that the patient was normally supposed to have stimulation in her left leg and left lower back.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).